Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was placed with no issue, when they went down to verify placement they found the capsule in the throat area on the way back up. The pt was not injured following the procedure.